Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screwdriver/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation surgery for fracture of proximal humerus. When the surgeon was inserting the locking screw using a driver, the screw head stuck to the driver and did not come off from the driver. Although the patient's bone quality was not strong, when the surgeon tried to remove the driver, the locking screw also came out while stuck to the driver. The locking screw stuck to the driver did not come off by hand, but it finally came off when it was pulled with pliers. The surgery was completed within thirty (30) minutes delay. There was no problem when the driver was used for other screws. No further information is available. This report is for one (1) unknown screwdriver. This is report 2 of 2 for complaint (B)(4).